Event description:
This device was explanted due to a difficult and poor placement secondary to otosclerosis. Upon explantation, the tip of the electrode was noted to be broken, probably secondary to the difficult insertion. Pt was successfully reimplanted with a new device.